Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd phaseal¿ injector the fluid did not flow. The following information was provided by the initial reporter: upon priming, the product could be used. When connecting to the anticancer agent, the hcp confirmed that the fluid did not flow (it flowed slightly but there was apparently something wrong). Infusion was completed in a way. By connecting to saline for practice, the hcp re-checked the product and confirmed that there was something wrong, also feeling that air might be coming in through the filter. The infusion was completed although it required a struggle, and so this did not lead to the discussion on drug guarantee, but this may have involved the risk; both are quite expensive. Either imfinzi or tecentriq (both are anticancer agents) is adhering to the actual sample returned for investigation.

Event description:
It was reported that while using bd phaseal¿ injector the fluid did not flow. The following information was provided by the initial reporter: upon priming, the product could be used. When connecting to the anticancer agent, the hcp confirmed that the fluid did not flow (it flowed slightly but there was apparently something wrong). Infusion was completed in a way. By connecting to saline for practice, the hcp re-checked the product and confirmed that there was something wrong, also feeling that air might be coming in through the filter. The infusion was completed although it required a struggle, and so this did not lead to the discussion on drug guarantee, but this may have involved the risk; both are quite expensive. Either imfinzi or tecentriq (both are anticancer agents) is adhering to the actual sample returned for investigation.

Manufacturer narrative:
G5: date received by manufacturer 18-aug-2022.

Manufacturer narrative:
H6:investigation summary one injector sample was provided to our quality team for investigation. The product was disassembled for further evaluation and identified the needle was partially clogged by a polypropylene particle. Product undergoes visual and functional inspections prior to release, including verification the product is not damaged, flow rate, and all critical dimensions meet specifications. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained sample could not be evaluated. While we cannot identify a direct issue, this incident is likely related to a failure in the assembly machine, which may have lead to the to improper positioning of the cannula when inserted into the needle housing and can result in the polypropylene becoming pulled into the cannula, creating an occlusion. A project was initiated to improve detection and identification of clogged cannulas in order to reduce any reoccurrence of this incident.

Event description:
It was reported that while using bd phaseal¿ injector the fluid did not flow. The following information was provided by the initial reporter: upon priming, the product could be used. When connecting to the anticancer agent, the hcp confirmed that the fluid did not flow (it flowed slightly but there was apparently something wrong). Infusion was completed in a way. By connecting to saline for practice, the hcp re-checked the product and confirmed that there was something wrong, also feeling that air might be coming in through the filter. The infusion was completed although it required a struggle, and so this did not lead to the discussion on drug guarantee, but this may have involved the risk; both are quite expensive. Either imfinzi or tecentriq (both are anticancer agents) is adhering to the actual sample returned for investigation.